Event description:
It was reported the single use aspiration needle's sheath of distal end is broken. The issue occurred during an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of investigation, we speculate that the coil breakage occurred through the following mechanism: (1) the tip of the sheath was pressed against the tissue of the trachea, bronchi, esophagus, and surrounding organs. (2) the sheath and coil sheath were bent when the scope was pushed in while the sheath was pressed against the tissue. (3) when an attempt was made to push the needle out with the sheath and coil sheath bent, the tip of the needle got caught in the bent part of the coil sheath, making it impossible to push the needle out. (4) when the needle could not be pushed out, further force was applied in an attempt to force it out, causing the needle to pop out from the side of the sheath. The coil sheath also moved and broke. It is believed that the sheath buckling occurred due to bending loads applied during pre-use inspection or insertion into the endoscope. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
No additional information received from customer.

Manufacturer narrative:
Additional information: d4 (lot number), h4